Manufacturer narrative:
Updated field: b4, g1, g3, g6, h6, (type of investigation, investigation findings,component code, investigation conclusions ) h2, h11. It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had noisy ECG waveform on the display. There was no patient involvement. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse and found that the unit is working satisfactorily. No issue found. Unit handed over to the customer in good working condition.

Event description:
N/a.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had noisy ECG waveform on the display. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.